Manufacturer narrative:
The sample was received for evaluation with a mini cap attached to the female connector. A visual inspection performed with the naked eye noted a female connector separated from the main body. Functional testing including leak testing and clamp function testing were performed with no issues noted. Clear passage testing failed due to the blockage caused by twisted tubing. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned peritoneal dialysis (pd) transfer set, it was discovered that the female connector separated from the main body and the silicone tubing was twisted beneath the main body. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample passed clear passage testing with no issues noted. Remove from h10: clear passage testing failed due to the blockage caused by twisted tubing. (Reported on initial). Upon additional review of this report, the device malfunction of separation of the female connector and main body where the female connector is still attached to the tubing would not directly result in a breach in the sterile fluid pathway and therefore, would not likely cause harm to the patient. Should additional relevant information become available, a supplemental report will be submitted.